Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient began vomiting and 911 was called. The patient¿s dexcom mobile app and tandem insulin pump both showed that the patient¿s wearable had failed. It was not specified how long the wearable had been in a failure state before the patient was aware. The patient¿s bg meter reading was high mg/dl. Emergency medical services (ems) transported the patient to the emergency room (ER), where the patient was treated with IV insulin and anti-nausea medication. The patient was discharged on (B)(6) 2025 with a bg meter reading of 115 mg/dl. The patient was ¿doing well¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.